Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center a ventilator inoperative code was found related to a motor failure. There was no reported patient involvement. The manufacturer's service technician observed the ventilator service required code in the device's event log. The technician recommended replacing the device's blower to resolve the issue. Additionally, the rear case enclosure is damaged, and the technician recommended replacing the enclosure. It is noted that the device powered on and operated as it should. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is required.